Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed error message did not reappear after reset. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.